Event description:
This case was initially received via regulatory authority ((B)(4)) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of uterine perforation ("after several attempts at rolling up and unrolling the cable again, it broke at the level of the handle, a fragment remained lodged in the left uterine horn") in a female patient who had essure (ess205) (batch no. 509020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics and general for general anesthesia. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage ("after several attempts at rolling up and unrolling the cable again, it broke at the level of the handle"), complication of device insertion ("at the time of release, the delivery catheter could not be withdrawn"), device deployment issue ("at the time of release, the delivery catheter could not be withdrawn, coil not unwound"), complication of device removal ("a fragment remained lodged in the left uterine horn") and procedural pain ("the patient reported pain as soon as retraction started"). On an unknown date, the patient experienced device difficult to use ("catheter stuck in sigmoidal cilia, difficult to separate"). The patient was treated with surgery (open laparoscopy under general anaesthesia, finally catheter with coil not unwound extracted). Essure (ess205) was removed. At the time of the report, the uterine perforation, device breakage, complication of device insertion, device deployment issue, complication of device removal, procedural pain and device difficult to use outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, device deployment issue, device difficult to use, procedural pain and uterine perforation with essure (ess205). Diagnostic results: on (B)(6) 2006: examination during insertion of essure: the procedure was proceeding normally with visualisation of left uterine horn, placement of visual indicator and progressive retraction, however at the time of release, the delivery catheter could not be withdrawn. After several attempts at rolling up and unrolling the cable again, it broke at the level of the handle and a fragment remained lodged in the left uterine horn. On unknown date: open laparoscopy under general anesthesia for completion of device removal: coil not unwound. Catheter stuck in sigmoidal cilia, difficult to separate. Verification of hemostasis. Verification of integrity of sigmoid via blue staining. Finally extraction and laparoscopic sterilization. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after several attempts at rolling up and unrolling the cable again, it broke at the level of the handle (seen as device breakage) and a fragment remained lodged in the uterine horn (uterine perforation). An open laparoscopy under general anaesthesia was performed and the catheter with coil was extracted. The reported events are anticipated according to essure's reference safety information. Taking to account the events' nature and that they occurred during essure insertion, causality cannot be excluded. This case was regarded incident since a surgical intervention was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of uterine perforation ("after several attempts at rolling up and unrolling the cable again, it broke at the level of the handle, a fragment remained lodged in the left uterine horn") in a female patient who had essure (ess205) (batch no. 509020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics and general for general anesthesia. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage ("after several attempts at rolling up and unrolling the cable again, it broke at the level of the handle"), complication of device insertion ("at the time of release, the delivery catheter could not be withdrawn"), device deployment issue ("at the time of release, the delivery catheter could not be withdrawn, coil not unwound"), complication of device removal ("a fragment remained lodged in the left uterine horn") and procedural pain ("the patient reported pain as soon as retraction started"). On an unknown date, the patient experienced gastrointestinal injury ("catheter stuck in sigmoidal cilia, difficult to separate"). The patient was treated with surgery (open laparoscopy under general anaesthesia, finally catheter with coil not unwound extracted). Essure (ess205) was removed. At the time of the report, the uterine perforation, device breakage, complication of device insertion, device deployment issue, complication of device removal, procedural pain and gastrointestinal injury outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, device deployment issue, gastrointestinal injury, procedural pain and uterine perforation with essure (ess205). Diagnostic results: on 11-sep-2006: examination during insertion of essure: the procedure was proceeding normally with visualisation of left uterine horn, placement of visual indicator and progressive retraction, however at the time of release, the delivery catheter could not be withdrawn. After several attempts at rolling up and unrolling the cable again, it broke at the level of the handle and a fragment remained lodged in the left uterine horn. On unknown date: open laparoscopy under general anesthesia for completion of device removal: coil not unwound. Catheter stuck in sigmoidal cilia, difficult to separate. Verification of hemostasis. Verification of integrity of sigmoid via blue staining. Finally extraction and laparoscopic sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2017: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-oct-2017 for the following meddra preferred term: uterine perforation - the analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.